Manufacturer narrative:
Follow up #1 submitted: 09/09/2014. Device evaluation: on investigation, the display screen was found to be clear and legible without fading or discoloration. Unrelated to the original complaint, the spring was found to be missing from the underside of the battery cap. A test battery cap was used to complete the product analysis testing.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display screen was dim/faded/discolored. No further information was provided. There was no health consequence to the patient associated with the reported incident. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.